Event description:
It was reported that the actual residual volume (40) was greater than the expected residual volume (3.5). The patient experienced increased spasticity. There were no alarms. It was confirmed that the hcp was unable to aspirate through the cap/catheter blockage. Additional information has been requested but was not available at the time of this report.

Event description:
The health care provider (hcp) reported an MRI/x-ray were done (B)(6) 2012 with no abnormality. The hcp noted the occlusion was at the proximal (pump) segment. The catheter was explanted. There was no reported patient injury. The pump was used to deliver compounded baclofen.

Manufacturer narrative:
Concomitant medical products: catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2011 explanted: unk.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).